Manufacturer narrative:
Product analysis results are: the cause of the aaa enlargement and inflammation could not be determined from the films provided. A reduction in aaa diameter was seen at 15 months post-implant, and approximately 1cm of aaa diameter increase and a likely inflammatory infrarenal aaa was seen at 27 months. No stent graft issues were observed, no obvious endoleak was seen, and no changes in the stent graft in-vivo configuration were observed during the 2+ year implant duration.

Manufacturer narrative:
Additional product analysis results are: after reviewing the films with a us key opinion leader (kol), it looks to be an inflammatory aneurysm ¿ not an infected one. There is an inflammatory rind around the aorta, without evidence of air (that could be seen).

Event description:
Additional information received reported that the patient had not had a blood culture done. The patient only had a urine analysis, which did not show any evidence of infection. However, the patient was diagnosed with monoclonal gammopathy of uncertain significance by haematology.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that one year follow up CT scan showed abdominal aortic aneurysm reduction. There was no endoleak observed. On the two year follow up CT scan, periaortitis was observed. There was inflammation on the outside of the abdominal aortic aneurysm. The patient is asymptomatic. There was no inflammation observed at the suprarenal stent. The lymph nodes have appeared at kidney. The abdominal aortic aneurysm diameter had grown from 4.5x5.8 cm to 6.3 cm. The patient was put on steroids. Per the physician, the cause is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Other relevant device(s) are: etlw1620c124ee, v04108823.